Manufacturer narrative:
Additional information: d10, h6 (type of investigation), h10 (roi). H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. For the evos small drill and the drill guide, device batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed part numbers, these failure modes will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed these failure modes were previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. The drill bit is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The double ended drill guide is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6 (investigation conclusions).

Event description:
It was reported that, during an orif ankle procedure, an (1) evos small 2.0mm drill w/ao qc short was getting stuck and breaking in a (1) 2.0/2.7mm double-ended drill guide. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.